Event description:
It was reported that the device showed an optivol impedance level that was off the charts but the fluid index looked normal and the patient was never in acute heart failure. A non-invasive programmed stimulation test was done and a shock delivered and the next day the fluid index railed and stayed there for days. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 0185 competitor implantable tachy lead (B)(6) 2005; 5076-52 implantable pacing lead (B)(6) 2005.